Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump did not vibrate during the vibrate test. Customer's blood glucose level at the time 130mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No add'l info was provided.